Event description:
It was reported that the user has set a respiratory frequency of 13 per minute but the device applied significantly more strokes to the patient leading to insufficient ventilation. A temporary desaturation occurred which could quickly be resolved by introducing another ventilator. It was explicitly mentioned that no patient consequences have resulted from the event.

Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into examination of the device and potential repair measures; no further information was provided upon request. This does not allow a case-specific evaluation. In fact, it can neither be confirmed nor denied that a malfunction has occurred - the issue may also have been related to unfavorable settings or to patient condition. The device is approx. 5 years old and, status of repairs and preventive maintenance is not known to dräger. A reliable conclusion in regard to the root cause for the event is not possible. The following can be concluded: the device has reportedly posted an alarm and has thus responded to a deviation of unknown origin as designed. All alarms, potential root causes and dedicated remedies are listed in the IFU. It is recommended to the hospital to have the device checked by trained service personnel. H3 other text : device not available for evaluation.